Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter displayed the battery indicator symbol. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the meter displayed the battery indicator symbol at 11:45 am on (B)(6) 2018. The patient manages her diabetes with metformin and glipizide oral medication. She denied making any changes to her usual diabetes management routine after the battery symbol appeared. She stated that about 5 minutes later, she developed symptoms of ¿dizziness and shakiness¿. She denied receiving any treatment for her symptoms above and beyond the usual routine of diabetes care and management. At the time of troubleshooting, the cca documented that the meter was not being used for the first time. Based on the information provided, there had been no misuse of the meter. Also, based on the information provided, the meter¿s battery needed to be replaced. After changing the battery, the issue was resolved. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury adverse event, i.e. Dizziness and shakiness, after obtaining the battery indicator symbol on the meter.